Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid while getting in the pool. The customer states pump was beeping and had a white screen and would not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd display anomaly due to moisture damage noted on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify button error alarm or keypad unresponsive due to blank display. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.